Manufacturer narrative:
Batch review performed on 30-dec-2024: lot 2303291: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 30-dec-2024: reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot 2246187: (B)(4) items manufactured and released on 14-feb-2023. Expiration date: 2028-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks after the primary, the patient came in reporting pain due to a joint luxation. The surgeon revised the liner and the surgery was completed successfully.